Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly tortuous circumflex artery. The 1.5x12mm trek balloon dilatation catheter (bdc) had difficulty advancing onto the backend of the wire as it would only advance an inch. It was noted that the guide wire did not come out of the wire exit port on the rx balloon. However, finally the bdc was able to be advance to the lesion, but during the first inflation the balloon ruptured at 8 atmospheres. Another trek was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was unable to be confirmed; however, the tear in the inner member and the leak is likely what was perceived as the rupture by the account. The reported difficulty advancing the device could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties and noted tear in the inner member and leak appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.